Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2021 02940.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The dates of the events are unknown; however, the article was submitted for publication on february 15, 2021. Therefore, the submission for publication date was used as the occurrence date. Please reference article: huded, chetan p., keith b. Allen, and adnan k. Chhatriwalla. "Counterpoint: challenges and limitations of transcatheter aortic valve implantation for aortic regurgitation." Heart (2021). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre operative co morbid status, the degree and bulkiness of aortic valve and annular calcification, inter ventricular septal thickness, pre existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4 to 6 percent will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause the heart block was procedural related (over sized and malpositioned thv). The cause of the migration was unknown. However, patient/procedural factors may have contributed to the event (malposition). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article "counterpoint: challenges and limitations of transcatheter aortic valve implantation for aortic regurgitation" a patient was treated with transfemoral tavi using a 29 mm sapien 3 valve with 5 cc over nominal fill volume in the aortic position. Due to lack of a suitable anchoring zone for the transcatheter heart valve (thv), the valve migrated lower into the left ventricular outflow tract than intended during deployment, resulting in severe paravalvular regurgitation. A second 29 mm sapien 3 valve was then deployed within the first valve to treat the paravalvular regurgitation. The second valve was also deployed lower into the left ventricular outflow tract than intended, but the valve in valve deployment resolved the paravalvular leak. The patient developed complete heart block requiring a permanent pacemaker, likely due to the over sized and malpositioned thv. He was discharged on postoperative day one. At the 1 month follow up, moderate paravalvular regurgitation and new severe mitral regurgitation. CT demonstrated posterior rotation and migration of the thvs further into the left ventricular outflow tract resulting in perforation of the anterior mitral leaflet by the thv struts. The patient ultimately was treated with surgical aortic valve replacement and mitral valve repair.